Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2017-01492. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. Once optimal watchman® access system positioning had been achieved in laa, the physician then retracted pigtail catheter from was to introduce the 27 mm watchman ® laa closure device & delivery system. The wds had been advanced to most distal marker band on was and the physician then proceeded to connect was and wds together (left to right motion) to get ready for deployment. Contrast inject through wds to confirm there was not significant tenting against the distal wall of the appendage. It was then seen on fluoroscopy that the contrast dye was entering into the pericardial space. A small pericardial effusion (pe) was then noted on transesophageal echocardiogram (tee) imaging. The patient¿s vitals were stable and the physician elected to proceed with deploying the device. After deployment, pass criteria was assessed and the physician released the watchman device while still closely monitoring the pe, protamine was administered immediately after deployment. It was collaboratively noted that the effusion had grown bigger by about 1-2 millimeters and the physician elected to perform pericardiocentesis. Pericardiocentesis was performed for approximately 15-20 minutes after device release, 300 cc¿s of blood was withdrawn from the pericardial space and was able to significantly reduce the effusion. It was decided that the effusion was not getting any bigger the physician then ¿broke scrub¿. It was agreed upon by the physician that the effusion had been caused by the feet of the device during the ¿left to right¿ snap back motion to assemble the wds and was as one unit. No further patient complications were reported and the patients status is stable.